Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the instrument was found to be too close to the camera, and the ¿black screen¿ was due to the instrument not close enough to the patient. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that during spine surgery, importation process from the imaging system was performed correctly. Images were correctly used in there registering process. At the beginning, navigation worked without problems, but in some moment, the instrument was intermittently lost from the screen. Customer checked the position of the spheres, clean it but problem persisted. Customer reported "black images" in the views axes. Navigation was aborted intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.